Event description:
It was reported that there was damage or tear to patient¿s driveline above the modular cable that was assessed following a readmission to a facility. The tear to the driveline's covering had exposed internal wires and was secured with rescue/fusion tape. Extensive education was completed again with the patient to stress the importance of daily driveline assessments and anchor application at all times. Interrogation revealed no obvious issues related to pump function as a result of this damage. There were no unusual events recorded in the event log file history. The device was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed the report of damage to the outer layers of the pump cable; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photo confirmed a tear in the outer jacket and the braided armor layer of the pump cable, revealing the bionate layer which appeared intact. Multiple of the underlying wires were visible through the bionate layer and appeared unremarkable. Review of the submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-037731, with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev a, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.